Event description:
The physician claims that during an ascending aorta replacement procedure, after he completed the second anastomosis of the graft on the end furthest from the heart, blood began to leak through both ends (suture line) and along the length of the graft. The bleeding was stopped by facing the graft with mesh and by neutralizing the dosage of heparin. The procedure was completed and the graft was left in. The event resulted in a prolonged hospital stay, the length of how long the stay was prolonged is unknown at this time. It was reported the patient's condition is stable. Additional information received in 2007: the duration of the bleeding was 30 minutes. The quantity of blood lost through the graft was between 400 to 500 ml. The graft was not pre-clotted, which was correct usage by the physician for this product. The patient is stabilized and hospitalized. The physician does not consider the patient injured as a result of this event (note: the manufacturer considers this event to be a serious injury report based upon the quantity of blood lost during the extended surgical time.

Manufacturer narrative:
Since no product is available to be returned for our evaluation, the complaint cannot be confirmed or denied. Following our investigation, which included a physician's report and a device history review, we have concluded that due to a lack of sufficient information, a probable root cause for this incident cannot be determined at this time. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.